Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported entrapment. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: medwatch report #mw5119474.

Event description:
Medwatch received which states: describe event or problem: wire became stuck in lv(left ventricular) lead during withdrawal. Physician cut the wire off at the lv lead pin and implanted the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.